Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when the device was completely withdrawn, and the plug-deployment button could not be pressed, preventing hemostatic closure. Manual compression was ultimately used to stop the bleeding. The procedure was a carotid artery stenting (cas). The device will be returned for evaluation.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when the device was completely withdrawn, and the plug-deployment button could not be pressed, preventing hemostatic closure. Manual compression was ultimately used to stop the bleeding. The procedure was a carotid artery stenting (cas). Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color when the device was completely withdrawn, and the plug-deployment button could not be pressed, preventing hemostatic closure. Manual compression was ultimately used to stop the bleeding. The procedure was a carotid artery stenting (cas). Additional information was requested but not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed while the guard was locked. The plug was in its manufactured position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) of unspecified french size was returned inserted on the unit. The indicator window was observed in the black/white position. Two kinked/bent sections were identified on the delivery shaft, located approximately 1.5 cm and 2.5 cm from the distal tip. No additional anomalies were observed during the visual inspection. Dimensional analysis was performed near the kinked/bent sections of the delivery shaft to verify the outer diameter (od). Measurements obtained were within the specified tolerance range. The measurements were taken with a calibrated micrometer. A functional deployment simulation could not be completed. An attempt was made to execute the deployment test, and the indicator wire was pulled to achieve the black/black position in the indicator window. However, when the deployment lever was depressed, the test was unsuccessful. The kinked/bent sections near the plug area likely prevented proper deployment. A high-magnification microscopic evaluation was performed to assess the delivery shaft and internal mechanism. The kinked/bent sections observed during visual inspection were confirmed. No abnormalities were identified to the internal mechanism, although the mechanism was only partially activated during the attempted functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it was able to change to black/black position during functional analysis. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported no change to indicator experienced, especially since the window was able to change to black/black position despite the kinked condition of the delivery shaft. However, procedural/handling factors are possible. Since the customer did not report that a kinked/bent condition was noted to the device, it is unknown if this condition was present during the procedure and a potential contributing factor to the issue experienced, or if this condition occurred after the procedure. With regard to the inability to depress the deployment lever to deploy the plug during the simulated deployment test, it was found that the likely reason for the issue was due to the kinked/bent condition of the delivery shaft, especially since there were no anomalies noted to the internal mechanism. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.